Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient had cracked/broken tubing. The patient reported that during the night the tubing broke and separated from the needle. The blood glucose was greater than or equal to 250 mg/dl but less than 500 mg/dl. Upon investigation, it was found that the tubing was detached from the tubing connector (due to insufficient glue in the connection). No further information available.